Event description:
It was reported that the lead dislodged twice during the initial implant, and there was elevated threshold and failure to capture. The patient was surgically opened and the lead was repositioned. The lead dislodged again during the same day, with elevated threshold and failure to capture presenting again. The lead was explanted and replaced. Upon explant the helix would only extend 1.5 turns. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.